Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and a hemostatic valve dislodgement occurred. Immediately after inserting the vizigo sheath into the patient's body the passage of the dilator near the hemostatic valve was poor. Then during dilator replacement, it became completely unable to pass. The vizigo was replaced to resolve the issue. After that, the procedure was completed without problems and without patient's consequence. Additional information was later received indicating it was the hemostatic valve that appeared to be broken. The hemostatic valve dislodged into the hub, but not outside the hub. The brim cap did not detach from the sheath. No air entered the patient¿s body. No blood return was observed.

Manufacturer narrative:
Device investigation details: a picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, a leakage was observed in the hub section; also the hemostatic valve observed dislodge inside the hub; no damages were observed on the hub or the brim cap. The potential cause of the leakage could be related to the dislodgment of the hemostatic valve; however, this cannot be conclusively determined. A device history record review was performed for the finished device lot number and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).